Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic follow-up, low atrial sensing and lack of pacing were observed. The physician addressed the issue by programming the device. No additional intervention was suggested. No further information is available.